Event description:
Treatment of an ica aneurysm. It was reported after the pipeline was deployed, the distal end would not dislodge from the capture coil (on the pushwire). After approximately 40 minutes of manipulation, the pipeline released. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).